Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-aug-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 04-oct-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 16-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that all implanted devices were removed. It was noted that the lead and extensions eroded through the scalp, at the lead and extension connection site, on the right side of the scalp. The area was open and infected. No further complications were reported as a result of this event.